Event description:
It was reported that: "information obtained from data listing obtained from an investigator sponsored study deliverable. Note indicated, "revision (tibial loosening) x2 date falls (B)(6) 2008 and (B)(6) 2010." (B)(4).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. The exact explantation date was not provided, however it was indicated that the reported device was explanted in (B)(6) 2008.